Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2024, the customer went to emergency room (ER) and was hospitalized, and the issue is due to bent cannula and patient faces symptoms within 3 or more hours after insertion and duration of stay is 4-5 hours and patient released from hospital on (B)(6) 2024. The customer also results for positive test for ketones and observed high ketones and test for life threatening and dangerous and blood glucose level was high, and customer resolve the blood glucose issue through multiple daily injection and customer also receive IV and fluids of saline and insulin. The infusion set is used for 2 days and less than a day. The site of insertion is back of arm. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions - h11: investigation summary: the information in this complaint (B)(4) has been evaluated for soft cannula found bent upon removal from infusion site. The batch 6005142 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3 and wi guidance for functional testing for complaints area version 2 for the code soft cannula found bent upon removal from infusion site complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to wi version 3 on reference samples, 10 samples out 10 samples passed the test. Functional flow test 1 according to wi version 2 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: the lot 6005142 was manufactured according to the wi version 110 manufactured in the inset 3, on 17/jan/2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 04-aug-2025 against malfunction code soft cannula found bent upon removal from infusion site and lot 6005142 and 3 complaint have been registered in database for the same lot 6005142 and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, 3 complaints received on the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.